Event description:
A medtronic rep reported that during a surgery, a no signal error displayed on monitor intermittently. The sys shut off in the middle of the case. The monitors both went black and the power light led went off. He hit the power button and it came back on. Surgery was completed using the sys with no impact on pt outcome.

Manufacturer narrative:
Pt info was not available at time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.